Event description:
It was stated that while in use the disconnection latch alarms and if you hold down the cassette from below the alarm stops. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown. D4: serial # unknown. H3: device not received by manufacturer. H4: device mfg date unknown.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed cassette latch open alarm. A functional test was performed and the reported issue was duplicated. It was determined that the most probable cause was due to the latch lock sensor. As a result, the latch lock sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D9: device received 28dec2023